Event description:
A report was received that the patient will undergo a pocket revision due to irritation at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to irritation at the pocket site.

Manufacturer narrative:
Additional information was received that the physician decided to replace the ipg and relocate in a pocket slightly higher than the original. The device was working properly prior to the procedure. The patient is reportedly doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.